Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the insulin pump's threshold suspend had been going off but the customer's blood glucose level was not low. The customer had a blood glucose level of 143 mg/dl but the sensor glucose level was 124 mg/dl. It was noted in troubleshooting that the difference between the sensor and blood glucose level was within the acceptable range. The caller also reported that the customer experienced a high blood glucose level of over 400 mg/dl but the customer was fine after eating lunch. The caller declined troubleshooting for the high blood glucose. The device will not return for analysis.